Manufacturer narrative:
The biomed reported that he replaced the bag to vent switch lever. Ge healthcare informed the biomed to also replace the microswitch. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 phone call, (B)(6) 2015 email.

Event description:
The hospital reported that, during a case, the bag-to-vent switch would not toggle to mechanical ventilation mode. The case continued in manual ventilation mode until the switch was able to move to mechanical ventilation mode. There was no reported patient injury.